Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of mechanical problems and collapsed pump were unable to be confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the cylinders did not identify any visual damages. The cylinders passed all functional testing performed. Visual and microscopical inspection of the pump did not reveal any visual damages; the component also passed all functional tests performed. The spherical reservoir was visually and microscopically analyzed; however, no visual damages were identified. Functional testing of the reservoir did not identify any anomaly. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly as the pump dimpled when it was pressed. Healthcare personnel attempted to troubleshoot the device to no avail. Two weeks later, a surgical procedure was performed in which the existing device was removed and a new spectra penile prosthesis (spp) was implanted. Following the intervention the patient was educated on the use of the spp and the device was tested several times. The patient did not experience any adverse events, was stable and improved following the intervention.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly as the pump dimpled when it was pressed. Healthcare personnel attempted to troubleshoot the device to no avail. Two weeks later, a surgical procedure was performed in which the existing cylinders and pump were removed and a new spectra penile prosthesis (spp) was implanted. It was indicated that the reservoir was not explanted. Following the intervention the patient was educated on the use of the spp and the device was tested several times. The patient did not experience any adverse events, was stable and improved following the intervention.